Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49634, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was seen on the day of report for a routine pump replacement due to the elective replacement indicator (eri) reaching 2 months. Upon disconnecting the pump from the catheter, no cerebrospinal fluid (csf) flowed back from or could be aspirated from the catheter. The healthcare provider opened the spinal incision, cut the catheter and pulled the pump segment through and out of the patient¿s body. When the spinal segment was assessed for flow, it was pulled back slightly and it was noted that the intrathecal piece of the catheter had completely fractured and broke beyond the connector at the spinal entry site. The remaining intrathecal segment could not be retrieved and was not visualized on x-ray. A new ascenda catheter was placed and good cerebrospinal fluid flow was obtained. The product issue was resolved, but the cause of the issue was not determined. There were no patient symptoms or complications associated with this event. The patient¿s caregiver felt that the patient¿s spasticity had been well controlled. The patient¿s status at the time of this report was alive - no injury. No diagnostic testing or troubleshooting was performed. The device was used to deliver compounded baclofen. The new pump was filled with gablofen 2000 mcg/ml in the operating room and the dose was to be reduced post operatively. Additional information received reported that the patient¿s dose was titrated in the days following the surgery. As of (B)(6) 2014 the patient was receiving effective therapy and to be discharged. The patient was last seen in the office on (B)(6) 2014 and was doing well.